Manufacturer narrative:
The patient remained ongoing on pump support until they expired on (B)(6) 2016 due to a hemorrhagic stroke (reference medwatch MFR report #2916596-2016-02374). The product was not returned. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a driveline infection with sepsis beginning on (B)(6) 2016. Both wound and blood cultures were found positive for (B)(6). The patient also exhibited systemic inflammatory response syndrome (sirs). The patient was admitted and was treated with parenteral antibiotics: zosyn, vancomycin, and nafcillin.